Manufacturer narrative:
Analysis was performed at a authorized bench repair facility by a philip bench repair technician (brt). Results of the analysis indicated the speaker doesn't work in unit, and black cord isn't connected to speaker. The brt replaced the speaker assembly to resolve the issue. The unit passed both performance and verification testing. The unit was returned to the customer and placed back into service. Based on the information available in the case and the testing conducted at the bench repair facility, the cause of the reported problem was confirmed to be the speaker assembly. The problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
During bench repair it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.